Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: cracked front panel. Top cover dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding the cracked front panel, per CAPA-148p-045, insufficient testing during the verification phase was determined as the cause for this failure. The tests performed originally did not fully reflect the actual use conditions. Because of this, cleaning and/or disinfection agents cause this known damage to the front panel¿s material. Furthermore, the likely cause of the dented top cover is due to improper user handling. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to a1, e1, and g2 to provide information that was inadvertently not included on the initial medwatch. In addition, this supplemental report includes information added to d8 and d9. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wa90300w; brand name: electrosurgical generator "esg-300" with footswitch; common device name: hf-generators; 510(k): k180200; product code: gei.

Event description:
Olympus was informed that patient bleeding occurred during an unknown number of therapeutic mucosal resections on unknown dates when using the esg-300 hf generator in combination with olympus scopes. The last procedure was delayed by 20 minutes, which the physician considered to be clinically relevant. The physician refused to answer our requests about how many patients or procedures were involved and would not provide more details about the procedures. However, it was stated that no patient injuries occurred and that the procedures were completed with an erbe generator